Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. Customer¿s blood glucose (bg) level was above 500 mg/dl range. Customer administered a manual insulin injection to address bg. Customer loaded a new cartridge to resolve the issue.